Event description:
On 05/17/2001, the international distributor informed the manufacturer's international representative of the following: the guidewire enclosed to the kit was completely bent and created big difficulty during insertion.